Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #2 of 3: reference MFR. Report: 3006705815-2017-00186 and 3006705815-2017-00188. It was reported the patient had an infection thus the patient underwent surgical intervention on (B)(6) 2016 to explant the entire pns system (off-label use). The sjm representative was not present at the time of surgery and is unable to confirm if the infection was related to the pns system